Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, it is unknown what led to the reported malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The reported phenomenon occurred during preparation for a thoracoscopic pulmonary resection procedure. The purpose of the procedure is "treatment." There was no procedural delay. The procedure was completed after switching to another device of the same type.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered no other defects. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the image was distorted, blurry and was cut off when was used with the hd autoclavable camera head. There were no reports of patient harm associated with this event.